Event description:
The customer reported a black display during an exposure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a broken pin in a connector. System operates as intended. (B)(4).